Event description:
It was reported that pump experienced malfunction after pump got wet. There was no reported adverse impact to the customer. The pump was replaced to resolve the issue, and the customer did not have an alternate method of insulin therapy available. Reportedly, the customer would reach out to their hcp to obtain a backup method of insulin therapy.